Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The backlight functioned properly and there was no flickering on the backlight during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and backlight anomaly. Customer's blood glucose level went as high as 516 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the backlight anomaly was performed. Customer advised the backlight does not work and will flicker at times. Customer declined to troubleshoot for high blood glucose and advised they understand the reason for their high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.